Event description:
I was driving home from work and had emptied my bag before I left. It was less than half full. As I was driving home I heard a popping noise and felt something wet on my legs. I then noticed that my bag had torn at the seams and stool was leaking onto my new car seats. There was a quarter size rip in the seam of the bag. I have reported this to the company on 3 occasions and reported it again today. The woman I talked to was very invalidating and said they could send a new box but then didn't ask for my name or address to file a complaint. She said she couldn't help me. This is the 8th time it has happened since the type of plastic was changed.